Manufacturer narrative:
This report or other information submitted by (B)(6) under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by (B)(6) , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that caregiver states was lowering wife into wheelchair when bolt that holds cradle onto end of boom slipped out and she was suddenly dropped into chair. He was unable to provided the model or serial# of lift but states he purchased it about a year ago. Patient was uninjured but quite startled. Additional notes from followup call with agent; call from caregiver following up with info regarding a previous discussion he had with someone in the product support team. Hpl402 sn (B)(6) orig order (B)(4). He said that the nut attached to the end of the bolt that attaches the boom to the king pin supporting the cradle had been stripped and had backed out allowing the cradle to fall on his wife. He said thankfully his wife had already been positioned in, or directly above, her chair so there was no serious injury, but she was shaken and fearful about using that lift we discussed that cradle hardware and I said that was surprising that a locking nut had backed out from the bolt. He said he didn't think there was a lock nut at that attachment point but he would check I asked if there was a way for him to send in photos of the hardware or anything he would like us to see or anything he wanted to share with us. He said the lift would need to be opened up again to show, suggesting he had reassembled at least part of the boom to cradle. I asked him for his contact info and if I could call him again pending my initial findings, to which he said ok. Complaint (B)(4) and ra (B)(4) were entered into our system to have the lift returned. As of this writing, the lift has not been returned.